Event description:
It was reported that the left implant was removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: b5, d4, h4, h6. Device evaluation: follow-up report submitted to document device evaluation results. Correction: d9, h3. It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could be confirmed based on the identification of the infection organism. The patient developed an infection with staphylococcus aureus affecting the left tmj devices, which were removed in (B)(6) 2025 due to pain, swelling, limited motion, and drainage from the left ear. Stryker¿s medical expert concluded that while the infection necessitated device removal and replacement, the device itself was not the cause of the infection. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the left implant was removed due to infection.